Manufacturer narrative:
Additional information has been provided in b3. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. Placement signal issue: the cause of the placement signal issue was not determined due to no product returned, inconclusive data log review, and insufficient clinical details this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 showed a placement signal that did not correlate with the patient's blood pressure. No patient harm was reported.

Manufacturer narrative:
B5: additional event description added. Clinical narrative updated.

Event description:
An impella 5.5 was inserted via right axillary subclavian artery access in a 68-year-old male. The patient presented with acute myocardial infarction complicated by cardiogenic shock (scai stage d). Past medical history included renal insufficiency. The patient was supported with an intra-aortic balloon pump (iabp), inotropes, vasopressors, and mechanical ventilation for respiratory support. During a purge cassette exchange while the impella device was in situ, the purge cassette did not prime. Nursing staff attempted troubleshooting; however, the purge cassette was unable to be successfully primed. A second, new purge cassette was obtained and connected, after which purge priming was successful and purge flow was restored. The original purge cassette was retained per protocol at the request of the impella team, and the provider was notified. Purge priming was successfully restored with the replacement purge cassette. The event was managed through purge cassette replacement. Additionally, the impella 5.5 experienced a placement signal issue. There were no reported signs, symptoms, or patient consequences associated with the placement signal issue. There was no documented interruption of device support and no requirement for impella pump removal or exchange. After a comprehensive review of the available information, the reported events were addressed through accessory replacement and monitoring. The patient survived.

Manufacturer narrative:
D6b: updated explant date. Clinical review. The impella 5.5 experienced a placement signal issue. There were no reported signs, symptoms, or patient consequences associated with the placement signal issue. There was no documented interruption of device support, no confirmed hemodynamic instability, and no requirement for impella pump removal or exchange. After a comprehensive review of the available information, the reported events were addressed through accessory replacement and monitoring, with no clinical sequelae identified. The patient survived.